Event description:
The duett sealing device was deployed following an interventional procedure in the common femoral artery. The device was returned to vsi after the operator experienced a leak. Upon device examination by vsi, a complete axial tear in the sealing balloon was found. No injury or adverse event resulted from this incident.